Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pacer dependent, asymptomatic patient presented with episode of non-sustained right ventricular oversensing due to myopotential oversensing. Programming changes and dft were recommended.

Manufacturer narrative:
No conclusion code available. The reported oversensing was confirmed in the laboratory via review of the programmer printouts. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the oversensing could not be determined.

Event description:
New information received indicates that oversensing was reproducible with deep breathing. Programming changes were made, and no further oversensing was reproducible.